Manufacturer narrative:
Limited information has been provided by the customer. Siemens has requested additional information several times. Siemens review of the logs found a severe exposure to an interfering substance and several "sodium sensor interferent detected" messages. As stated in the rp 500e operator's guide, quaternary ammonium compounds (such as benzalkonium) are known interfering substances to the na sensor and should be avoided. These disinfectants are used for skin preparation and cleaning of instrument exteriors. Siemens has requested instrument log files from the customer and investigation is underway.

Event description:
The customer alleged a discrepant high na+ result compared to a non-siemens lab instrument result on the same day. The lab results are believed to be correct because they are consistent with patient history 2 days prior as well as the patient results on the following day. There is no report of injury due to this event.

Manufacturer narrative:
Limited information has been provided by the customer. Siemens has requested additional information several times. Siemens review of the logs found a severe exposure to an interfering substance and several "sodium sensor interferent detected" messages. As stated in the rp 500e operator's guide, quaternary ammonium compounds (such as benzalkonium) are known interfering substances to the na sensor and should be avoided. These disinfectants are used for skin preparation and cleaning of instrument exteriors. Siemens has requested instrument log files from the customer and investigation is underway.

Event description:
The customer alleged a discrepant high na+ result compared to a non-siemens lab instrument result on the same day. The lab results are believed to be correct because they are consistent with patient history 2 days prior as well as the patient results on the following day. There is no report of injury due to this event.

Manufacturer narrative:
Siemens has completed the investigation of the instrument log files provided by the customer. Based on the instrument log review, the root cause for the suspected discrepant high sodium (na+) result on the rapid point (rp) 500e sn (B)(6) when compared to their repeated na+ results generated on the comparative analyzer was due to an unstable na+ sensor within measurement cartridge sn (B)(6) . The na+ sensor was exposed to a quaternary ammonium compound (qac) such as benzalkonium or chlorhexidine, noted as a "sodium sensor interferent detected" for the na+ sensor. It is noted that the customer is using clinell benzalkonium wipes for trays in the neonatal units. Any cleaning agent that contains benzalkonium, other quaternary ammonium compounds or chlorhexidine as an ingredient should not be used. These substances are known interferents to the na+ sensor by destabilizing the sensor and impacting results, therefore should be avoided, and eliminated. The rp500e sn 58209 is performing as intended. The customer has changed the measurement cartridge and is currently using the instrument.